Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient states that his receiver failed to alert him. Patient's wife found the patient in the shower with his clothes on still. Upon testing patient's blood glucose which read at 30 mg/dl, patient's wife administered glucagon to the patient. After waiting with no change, patient's wife called the ambulance and patient was taken to the hospital. Patient states he woke up with an IV in his arm, and was discharged on the same day when his blood glucose read at 240 mg/dl. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to hypoglycemia and loss of consciousness. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.